Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak after ending their treatment for peritoneal dialysis therapy. Leading up to the event, the patient had experienced multiple alarms that were later verified to be fill complication encountered error messages. The patient was unable to proceed with therapy and cancelled their treatment. After ending the treatment early, the patient was unable to remove the cassette and they used scissors to cut the cassette tubing that was hanging out of the cassette door. The patient contacted a technical support representative who walked the patient through the proper steps for cancelling their treatment. Upon removing the cassette, there was fluid discovered within the cassette door of the cycler. It is unknown if the leak was caused by the cut tubing or if the leak had occurred prior to the patient cancelling treatment. The patient was advised to discontinue use of the cycler and to notify their nurse of the event. The patient was later given prophylactic medication. There was no patient injury or medical intervention resulting from the leak. The patient has received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications.